Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on the stomach, the jaws of the device locked on the tissue. The surgeon had to close the clamp to partially open it and remove it so as not to cause damage to the patient. The handle of the clip was unusable for the rest of the operation, making the staple line incomplete. A new complete stapler with handle and reload were used in order to complete the case. No patient injury noted.